Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was not satisfied with the rigidity of the device and experienced inflation issues. A surgical procedure was performed to remove the ipp and replace it with a new device. No patient complications were reported.